Event description:
On (B)(6) 2012 the reporter contacted animas to report that the patient noted the pump has intermittent power and that there was corrosion seen in the battery compartment. The pump had been exposed to moisture. Troubleshooting revealed the battery cap was not able to be secured, and that the patient had never replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. As the issue was not resolved, this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): review of the black box and the download history revealed no activity related to the complaint. On examination, there was corrosion noted inside the battery compartment. The threads of the battery cap were noted to be stripped and the battery cap was not able to maintain an electrical connection; power loss and rebooting was duplicated. A test cap was used for testing purposes. The pump cover was removed for further investigation and there was no further evidence of moisture damage inside the pump. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.